Manufacturer narrative:
(B)(4). Date sent: 12/12/2025. D4: batch # z70358. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. Two (2) malformed clip were returned inside a plastic bag. In addition, two (2) tyvek were returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed five (5) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. The jaws were examined for visual inspection and no anomalies were noted. In order to evaluate the condition of the internal components, the device was disassembled, and no anomalies could be observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause the malformed clips of the reported event. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. Device history review: a manufacturing record evaluation was performed for the finished device batch z70358 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2025. D5: batch #z70358. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information received: did device jam (not fire clips)? Unknown. 3. Did device not feed clips (clips not advance fully into jaws)? Yes. 4. Did device drop or eject clips? No. 5. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc)? Scissored. 6. Did the clip not hold on the vessel or tissue once placed? Unknown. 7. Was the device on a vessel/artery when it would not open? Unknown. 8. If yes, how was the device removed? (Cut off, forced open) 9. If the device was cut off, was there any damage to the vessel/tissue? Unknown. 10. Was there a patient consequence? If yes, how was the issue addressed? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device had incomplete clips. Surgical delay was unknown. No patient harm was reported.